Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported the surgeon placed the atw35 across the splenic hilum and pulled back on the closing handle and a click was heard. Upon attempting to fire the device the firing trigger would not move. The surgeon opened the device, removed it from the tissue and discovered a cluster of staples at where the apex of the jaws were located. The device was removed from the pt and another atw35 was opened and it worked fine. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: batch number, k0119c; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent; position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specfications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.